Event description:
It was reported that left ventricular (lv) lead was surgically abandoned due to high pacing threshold and anterior lead placement . As a result, a different lv lead was implanted. No additional patient adverse effects were reported.